Manufacturer narrative:
Update b1 type of report. Update b5 describe event or problem. Update d9: date device returned to manufacturer. Update h1 type of reportable event. Update h6: code c19 - the manufacturing records were reviewed, the device lot met all pre-release specifications. Code d1002 - the primary reported failure mode of broken deployment line was confirmed by the engineering evaluation which observed a broken part of the deployment line caught on the non-gore bare metal stent, and broken part of the delivery catheter. The viabahn stent was returned fully expanded and separated from the delivery system but within a non-gore stent. The cause of the reported failure mode is determined to be procedure related as the viabahn device was being used to treat in-stent restenosis, and the returned state of the device indicates interaction between the delivery system, deployment line, and bare-metal stent along with interaction between the viabahn stent and a non-gore stent. Such interaction risks are warned against in the viabahn device instructions for use (IFU). The viabahn device IFU warns that deployment within stent grafts other than the viabahn endoprosthesis and in the superficial femoral artery that have been implanted for less than 30 days as this may interfere with the viabahn device resulting in deployment failure or other device malfunctions. The date of implantation for the bare metal stent however, is unknown.

Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat in-stent stenosis and rupture at superficial femoral artery, a bare metal stent was pre-implanted at an unknown date. Access was obtained from the femoral artery. A guidewire and a single curved catheter were used to smoothly enter the left femoral artery. After passing the lesion through the catheter, the 0.035'' amplaz guidewire was replaced, and the viabahn device was introduced to target lesion. Viabahn device was deployed until half of the deployment line was broken, device was partially expanded. Superficial femoral artery was cut to remove the viabahn device and bare metal stent from patient. After the device was removed, physician tested and deployed the viabahn device successfully in vitro.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat superficial femoral artery occlusion. Access was obtained from the femoral artery. A guidewire and a single curved catheter were used to smoothly enter the left femoral artery. After passing the lesion through the catheter, the 0.035'' amplaz guidewire was replaced, and the viabahn device was introduced to target lesion. Viabahn device was deployed until half of the deployment line was broken. Viabahn device was removed from patient. Patient didn't experience adverse consequences.